Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The impella device was returned for evaluation and the benchtop analysis of the root cause revealed that the cause of the issue was patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 62-year-old male patient presenting for high risk percutaneous coronary intervention. During impella support, it was documented that that the 14 fr introducer was noted to be occlusive and was swapped. Sluggish flow was still noted in the leg and the decision was eventually made to explant the pump. The patient was stable following explant.